Manufacturer narrative:
The download data from the returned device showed that an 0xd6 alarm had been generated, indicating that a low voltage detection was generated by the qn3000. The battery voltages were all measured to be an expected voltage. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The pod connected to the controller to check the shelf mode current (smc) but could not connect to perform a rerun. As a result, a rerun could not be performed. The exact cause of the 0xd6 alarm could not be determined. The exposed portion of the soft cannula was found to have a kink. No problems were found with fluid passing freely through the complete fluid path. The timing and cause of this damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found the exposed portion of the soft cannula to have a kink. The device was originally reported for hazard alarm. As treatment, a new pod was applied.